Event description:
The tip of the wire broke off in the septal branch of the left anterior descending (lad) while wiring the vessel. The tip cold not be snared consequently the pt went for surgery. A regatta middleweight steerable guidewire fractured and separated during use. The physician was treating a 90% mid-lad lesion (near a septal branch) and as the physician tried to maneuver around the lesion, the wire went into the septal branch. He pulled back and re-advanced but the wire went into the septal again. This happened a third time but when the physician pulled back the wire, the tip remained in the side-branch. Snaring was unsuccessful and the pt went to surgery for removal of the tip and coronary bypass. The shaft segment was accidentally discarded and the recovered tip is in the possession of the hospital's risk management department. Films have been sent out for review.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.